Event description:
It was reported that during a shoulder cuff repair surgery, the anchor of the footprint ultra broke. The device break inside the patient and all the pieces were removed from the patient using tweezers. The back up device was used in the originally drilled bone hole, so no void was left in the patient. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and green suture string on the device. The anchor is fractured just above the distal end of the suture window, the proximal anchor is in place and not actuated. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material composition found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (improper/excessive force to the device). Based on this investigation, the need for corrective action is not indicated.